Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl). It was noted that the needle and cannula did not deploy. No information was provided on how the hyperglycemia was treated. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.